Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Failure analysis was unable to replicate the issue. The instrument grip cables was found to be derailed not broken. The grip cable was derailed at the distal idler pulley. The grip cable was seated on outermost pulley and was exposed on the outside of pulley. The yaw motion was non-intuitive as a result of the cable derailment. An additional observation not reported by site was that the distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the mega needle driver instrument, it was noted that the cable on the instrument was broken. No missing or fallen pieces were reported.